Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was placed at the his bundle on the atrial side during the implant procedure. It was further reported that the lead dislodged while the sheath was being removed. Re-positioning attempt was unsuccessful. The lead was removed and replaced. No patient complications have been reported as a result of this event.